Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to rupture and capsular contracture baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture and capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: broken shell, yellow particles and flat creases. A weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: broken shell with sharp edge where localized stresses induced in the posterior side were assessed as surgical impact and stress marks assessed as non penetrating nicks a dimension measurement in the shell was performed which identified the thickness within specification.. Based on the device analysis the final assessment is: broken shell with sharp edge where is localized stresses induced in posterior side assessed as surgical impact.

Event description:
Healthcare professional reported a right side rupture and capsular contracture baker grade iii. The device has been explanted.

Event description:
The device has been explanted.